Event description:
A farawave pfa ablation catheter and faradrive sheath used in an afib ablation resulted in a patient death which has not been reported by the manufacturer (boston scientific). Ref report: mw5165314.